Event description:
It was reported by the aci clinical specialist that a patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained via a 6f sheath (model unknown). Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the sealant was shuttled down and the sheath removed, the advancer tube remained up inside the device. The technician was unable to get the advancer tube out and ended up deflating the balloon and holding manual pressure for approximately 20 minutes at which time hemostasis was achieved. The patient was ambulated and discharged to home with no clinical sequela the same day ((B)(6) 2012).

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The sealant was located approximately 83mm from the balloon proximal tip. The device was received with the advancer tube 150mm from the balloon proximal tip. The distal segment of the shuttle cartridge was torn. It is unknown whether the damage on the shuttle cartridge was due to user manipulation or subsequent handling. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter shaft and shuttle cartridge were inspected for presence of adhesive and kinks. No anomalies were observed. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined. The review of the lhr (lot f1222202) indicated that the device lot met all established performance criteria prior to shipment.